Event description:
A report was received that during a revision procedure it was discovered that the contacts of the patient¿s paddle lead were damaged from the previous explant procedure (MFR report #: 3006630150-2013-01103). The physician replaced the damaged lead. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.